Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage was confirmed and the cause was use-related. The product returned for evaluation was one 4.2fr broviac chronic catheter. The complaint sample terminated approximately 2cm distal of the clamping over-sleeve. The over-sleeve markings were completely worn. A split was observed in the intermediate tubing just distal of the over-sleeve. The inner lumen appeared intact. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. Tactile inspection of the sample revealed severe tensile weakness in the region of the split. Microscopic inspection of the split revealed a dull and coarsely granular fracture surface. The severe tensile weakness and split characteristics were consistent with damage caused by tensile (pulling) stress. The severity of the tensile weakness suggested that the catheter was subjected to multiple pulling events.

Event description:
It was reported that on (B)(6) 2016, a single lumen 4.2 fr broviac catheter was inserted by ultrasound guidance puncture of the right internal jugular vein in child. The catheter was functioning well, when the mother of the child noticed a rupture of the external silicone tubing of the catheter, close to the stronger clamp here segment. The internal silicone tubing was not leaking. The catheter was repaired the same day with repair kit.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyh0784 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2016, a single lumen 4.2 fr broviac catheter was inserted by ultrasound guidance puncture of the right internal jugular vein in child. The catheter was functioning well, when the mother of the child noticed a rupture of the external silicone tubing of the catheter, close to the stronger clamp here segment. The internal silicone tubing was not leaking. The catheter was repaired the same day with repair kit.